Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found downstream occlusion (dso) seal lifting. A functional test was performed, and the reported issue was confirmed. As a result, the dso sensor was replaced and calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.